Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that review of a remote (B)(4) transmission revealed the right ventricular lead exhibited oversensing. On (B)(6) 2018 the lead was capped and replaced. The patient was in stable condition.